Manufacturer narrative:
Patient information was not provided. The device serial number was not provided. It will be forwarded when it is made available. The device serial number was not provided. The manufacturing date is unknown. It will be forwarded when it is made available. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a report that micro bacteria were found in a patient's wound dressing material. The patient is currently suffering from spondylitis and had to undergo cardiac surgery in 2010. It is suspected that there is a relationship between the reported problem and the heater cooler micro bacterial contamination issue. Micro bacteria testing is underway at the facility. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Serial number: (B)(4). PMA 510(k): the heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Manufacture date: 03/18/2004. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that mycobacteria chimaera were found in a patient's wound dressing material. The patient suffered from spondylitis after undergoing cardiac surgery in 2010. The facility suspected a relationship between the reported issue and the heater-cooler bacterial contamination issue. Initially the facility did not provide the serial numbers for the involved machines so only 1 medwatch report was filed. Follow-up communication has revealed that 3 separate machines were found to be contaminated. Therefore 2 additional medwatch reports (MFR report numbers 9611109-2015-00539 and 9611109-2015-00540) have been filed to capture the other machines. Further communication with the customer has revealed additional information about the patient outcome. During and immediately after undergoing surgery in 2010, the patient was not immunosupressed and had no symptomes of an infection. Spondylitis was diagnosed in the patient at the end of (B)(6) 2015, followed by detection of atypical mycobacteria in the wound dressing material on (B)(6) 2015. Genome sequencing was performed and was able to confirm that the bacteria in the wound dressing was m.chimaera. After the spondylitis was diagnosed, inpatient therapy was immediately initiated. Currently the patient is being treated by a family doctor and there is no evidence of m.chimaera in the patient's blood. A transthoracic echocardiography is planned, but the result has not been provided because the patient is not yet ready. Water samples of the heater-cooler unit were analyzed and m.chimaera could be detected in some of the samples. It has been suggested that m.chimeara were potentially present in the patient´s blood transiently and caused inflammation of the spine. A sorin group service technician was dispatched to the facility to inspect the sorin heater-cooler system 3t (B)(4). A visual inspection of the outer and inner parts of the device revealed traces of residuals and biofilm in several locations including the tubing and pumps of the cardioplegia and patient circuit tanks. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. The concerned unit was sold and is no longer in use at the facility, and therefore no water samples were taken by sorin group (B)(4). As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015.

Event description:
Sorin group (B)(4) received a report that micro bacteria were found in a patient's wound dressing material. The patient is currently suffering from spondylitis and had to undergo cardiac surgery in 2010. It is suspected that there is a relationship between the reported problem and the heater cooler micro bacterial contamination issue. Micro bacteria testing is underway at the facility.